Manufacturer narrative:
(B)(4).

Event description:
Pt reporting a loss of therapeutic effect and not being able to adjust stimulation. Last felt stimulation about 2 weeks ago and magnet not working to turn device on/off. Also reports having to increase the amount of pain medication she is taking recently.